Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd veo¿ insulin syringes with bd ultra-fine¿ needle did not draw insulin. The following information was provided by the initial reporter: verbatim: consumer reported needle did not draw insulin. 1 "syringe" affected. Date of event: (B)(6) 2023.

Event description:
It was reported that bd veo¿ insulin syringes with bd ultra-fine¿ needle did not draw insulin. The following information was provided by the initial reporter: verbatim: consumer reported needle did not draw insulin. 1 syrnge affected date of event: 2023-06-24.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 28-aug-2023. H6: investigation summary customer returned (1) 0.3ml 31ga 6mm loose syringe in an open polybag. Consumer reported needle did not draw insulin. The return syringe was visually inspected and was noticed that the hub was slightly separated from the barrel. The syringe was tested with tab water and no issues were found regarding customer concern (syringe does not draw). A review of the device history record was completed for batch # 2178025 all inspections were performed per the applicable operations qc specifications. Based on the sample received, embecta was able to confirm the customer syringe hub separated.